Manufacturer narrative:
E1: would not accept phone number, (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of a case involving a sapien m3 valve implanted in the mitral position. The final result showed a trivial paravalvular leak (pvl) at the lateral commissure and a moderate medial pvl that required placement of a plug. The plug was successfully deployed without any procedural issues. Following the intervention, the pvl was reduced to none/trace. The perceived root cause of the event was attributed to patient-specific factors. The patient was discharged on postoperative day (pod) 1.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. Correction was made to d4 and h4. Originally incorrect device was added, but has now been updated. The complaint for intraprocedural paravalvular leak -between dock and anatomy was confirmed based on empirical evidence. Available information suggests patient factors likely contributed to the event due to the large inter-commissural distance. Based on the available information from the event description and engineering investigation, the root cause is likely due to patient factors. Potential patient factors such as large commissure to commissure distance and/or pre-existing commissural health conditions, such as leaflet cleft, perforation, prolapse, flail, and/or mac, may have influenced pvl outcome. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.